Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during routine follow-up and automatic mode switching episodes were observed. Programming change were made during the device check and the patient was doing fine.